Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of an unexplained pump reboot event. During investigation, the battery compartment was found to be cracked from the threads down to the case seal on the side of the pump. The returned battery cap was observed to be undamaged and able to properly secure to the pump. The returned test cap was tightened and then unscrewed ½ turn with no reboots occurring. During testing, the pump successfully completed the rewind, load, and prime steps without any power issues, reboots, or call service alarms. The pump successfully completed the 24 hour duration test without any issue or power interruptions. The pump cover was removed and there was no evidence of moisture or damage to the power printed circuit board. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible, with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.